Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the department began using the semi-permanent hemodialysis catheter¿central venous catheter kit for hemodialysis. After catheter replacement, the patient's arteriovenous suction flow was poor and easily stuck to the blood vessel wall, resulting in insufficient hemodialysis flow. The current usage showed a positive flow. The catheter flow difference and the catheter adjustment situation have been reflected in the course of disease and dialysis records. The catheter depth was at the tip flat th8 lower border. The dialysis machine repeatedly alarmed, making it difficult to perform hemodialysis. The incidence of catheter flow difference was as high as 71.43%. There was no reported patient outcome.

Manufacturer narrative:
Additional information: d1, d4 (model 3, catalog#). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.